Event description:
It was reported that the pt had a recent increase in seizures above pre-vns baseline. There was no change in settings, medication, or lifestyle prior to event. A battery life calculation gave negative results. The pt is not scheduled to be seen again until october. Attempts for further info have been unsuccessful to date.